Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the access site adverse event was not determined due to insufficient clinical details. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
Patient information was not provided. Section a was left blank. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the right femoral artery in a 66-year-old female presenting in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage a shock, prior to initiation of support. The impella was inserted for ventricular support as a bailout for a protected percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), there was a hematoma and no distal pulses to the impella limb. It was reported that the patient was agitated on arrival and staff had to restrain the patient, resulting in the hematoma. Manual pressure and a sandbag were applied. The hematoma resolved. Vascular surgery was consulted for the limb ischemia to place a distal perfusion catheter (dpc). The impella was repositioned and running at a higher flow. The distal pulses returned after vasopressors were decreased. The impella functioned at p-2 at 1.5l/min with no issues. Four days after insertion, the device was removed. The post-procedure outcome is survived at explant. Access site bleeding/hematoma is a known risk due to the impella's anticoagulation and purge requirements. Bleeding and limb ischemia are listed as potential adverse events, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).